Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not received blood glucose or sensor data and not delivered auto corrections. Customer stated that buttons were not responding, customer stated to exit the blood glucose test result screen on the meter to initiate the blood glucose transfer to the pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.